Manufacturer narrative:
(B)(4). Concomitant medical products: item # 010000818, g7 hi-wall arcomxl lnr, lot # 6126575. Item # 51-104110, taperloc stem, lot # 6341460. Item #12-115121, cer bioloxd mod hd, lot # 2971338. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03450.

Event description:
It was reported that a primary left total hip arthroplasty (tha) surgery was performed. Upon attempting to seat the liner it failed to seat. An additional attempt was made with the same liner, but it again failed to seat. A new liner was requested and it was noted plastic was noticed to have flaked off (peeled away) at some spots on the first liner. Nothing fell into the surgical wound. No harm or injury to patient was noted. A new liner was used to complete the procedure and worked successfully. Additional information was requested however, none was available.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.